Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were pump reboots observed in the black box. The pump powered on with the returned battery cap, but the cap was unable to fully tighten due to damaged threads and could not maintain an electrical connection. A test cap was used for testing. The battery compartment was cracked. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was evidence of contamination inside the pump on the battery canister. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.